Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2017, a 23mm trifecta gt was successfully implanted. On (B)(6) 2017, a pleural effusion was reported and a pleural drainage on the left side was drained. On (B)(6) 2017, the drain was removed. A echocardiogram was performed on (B)(6) 2017, and no pleural effusion on the left side was reported. Patient was reported to be in stable condition.

Manufacturer narrative:
An event of pleural effusion after device implant was reported. The results of the investigation are inconclusive since the device remains implanted was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.